Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on april 28, 2024, the patient used a microinjection pump to continuously inject chemotherapy drugs. At night, he found that the clothes at the collar were damp and the chemotherapy drugs were leaking. He checked that there was no problem with the infusion connector and found that the infusion port needle was leaking. After removing the needle, the test found that there was water leakage from the side. After multiple inspections, no obvious cracks were found. Chemotherapy drugs irritated the skin. The infusion needle was replaced.